Manufacturer narrative:
The issue was resolved for the customer by replacing the braking casters (2 qty of pn: rd25038807) and swivel caster (pn: rd25049307).

Event description:
It was reported that the bed had reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed had reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.